Manufacturer narrative:
The customer did not return the suspected product. The in-house contour next link 2.4 meter was tested with the in-house contour next test strips from lot # 8epec05a and in-house contour next control solution from lot # 7bv2g14, which gave satisfactory performance. The control readings were properly marked in the meter memory.

Event description:
The customer reported that he ran control tests and obtained readings of 186, 177, 176, and 195 mg/dl on a contour next link 2.4 meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the control solution for evaluation. Replacement meter and test strips were sent to the customer.